Event description:
Per independent repair center, the unit's alarm would not function. The key failure was the rex roth valve being stuck. Additional malfunction was the power switch had a short circuit.